Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06265. It was reported that a device embolization and pericardial effusion with tamponade occurred and the patient expired. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device and delivery system (wds) along with a watchman® access system (was) were used. It was noted that was not deep seated in the laa. All of the release criteria were met. The closure device was deployed and released; however, the closure device migrated from the laa and remained trapped between the chordae tendineae and the mitral valve. While implementing the maneuvers to retrieve the closure device with a non-bsc goose neck snare, the patient experienced a pericardial effusion with tamponade. The pericardial effusion was successfully drained with a pericardiocentesis. When the patient was stable, a second attempt was made to retrieve the closure device with the goose neck; however, the patient's systolic pressure dropped. Therefore, noradrenaline was administered. They could not retrieve the closure device, so it remained in the patient. The patient received a cardiac massage, but was unable to recover and died about 3 and a half hours post procedure. The documented cause of death was reported as cardiac arrest.